Manufacturer narrative:
Appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
It was reported that after undergoing vns generator replacement surgery the patient has experienced discomfort and generator migration. The physician's office would like the patient to have a revision due to this. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
The patient underwent generator replacement surgery. Product return and device evaluation is not necessary as the reported migration and associated discomfort is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Information was received indicated that the physician's notes indicated no migration and no discomfort. Battery was at end of life. However, it was noted that the revision was to preclude a serious injury.